Event description:
Duplex doppler revealed bilateral restenosis and fractured stents in left proximal sfa, left distal proximal sfa, left distal sfa and right proximal sfa. The vessels were successfully redilated and patency was reestablisted.